Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of 06 apr 2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4).

Event description:
Avanos medical inc. Received a single report that referenced three different incidences, which were associated with separate units, involving three different patients. This is the second of three reports. Refer to 3011270181-2022-00019 for the first report. Refer to 3011270181-2022-00021 for the third report . The clinician reported that the endotracheal tube (et) became kinked while the patient was in the prone position, during surgery. The tube kinked in the airway and not at the teeth causing an unspecified emergent situation.there was no report of injury.